Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedance was intermittently out of range on the non-boston scientific right atrial (ra) lead connected to this implantable cardioverter defibrillator (ICD). It was also observed that p-waves were of low amplitude. Episodes of noise were recorded that appeared to be due to oversensing of the respiratory response trend (rrt) feature signal. Boston scientific technical services (ts) recommended programming the rrt feature off. No adverse patient effects were reported. No additional interventions were reported; this ICD and the associated leads remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.